Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 409 mg/dl. Customer had no symptom. They feel ok to troubleshoot. Drive support condition was not mentioned. Customer's blood glucose value at the time of incident was 300 mg/dl. Customer current blood glucose level was 409 mg/dl. Customer reports they have not contacted their health care provider regarding the high blood glucose reading. There was leak in the tubing and air bubbles in the tubing and reservoir. Customer reports bolus wizard is programmed accurately. Pressure test was not performed. Customer reports bolus wizard is programmed accurately. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. Customer reports site is changed every 2/3 days per guidelines. Products will not be returning for analysis.